Manufacturer narrative:
(B) (6). The date of event is unknown. (B) (4) (additional surgical procedure). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps was used during an ascending colon polyp removal procedure. According to the complainant, during the procedure, a large polyp was removed with the device and the procedure was completed. There was no remarkable bleeding during the procedure. Reportedly, once at home, the patient experienced moderate pain. A CT scan later revealed that the colon was perforated and the patient underwent a retroperitoneal hemicolectomy/right upper abdominal abscess surgery. The patient is under observation after his surgery and is taking antibiotics.